Manufacturer narrative:
Blocks b5 and h10 have been corrected. Block b3: exact event date is unknown; event occurred between december 2022 to august 2023. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jeska fritzsche, et al. Optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study. Gastrointestinal endoscopy volume 101, no. 5: 2025. Https://doi.org/10.1016/j.gie.2024.10.012. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction, imdrf patient code e2326 captures the reportable event of cholecystitis, imdrf impact code f02 captures the reportable event of death.

Event description:
Boston scientific became aware of events involving an axios stent and electrocautery enhanced delivery systems and wallflex biliary stents through the article "optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study" by jeska fritzsche, et al. This was a prospective, single-center pilot study involving patients with pathology-confirmed malignant distal bile duct obstruction (mbo) without gastric outlet obstruction. Overall, 27 consecutive patients eligible for eus-guided choledochoduodenostomy (eus-cds) between december 2022 and august 2023 were enrolled. Placement of a lumen-apposing metal stent (lams) was successful in 24 of 27 patients (89%), and placement of a fully covered self-expandable metal stent (fcsems) through the lams was successful in 20 of 24 patients (83%); in the remaining four patients, a coaxial double-pigtail plastic stent was placed. The article described procedural details and outcomes following eus-cds. One patient who developed cholecystitis within 30 days of the procedure was reported to have fcsems overstenting of the cystic duct with associated tumor ingrowth. This patient also had concomitant renal failure and subsequently died. Please refer to the referenced article for full details, data analysis, and list of participating investigators and institutions. Upon further review it has been determined that this a duplicate to manufacturer report # 3005099803-2025-03283, manufacturer report # 3005099803-2025-03282, manufacturer report # 3005099803-2025-03278 and manufacturer report # 3005099803-2025-03277.

Event description:
Procedure summary: boston scientific became aware of events involving an axios stent and electrocautery enhanced delivery systems and wallflex biliary stents through the article "optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study" by jeska fritzsche, et al. Event summary: this was a prospective, single-center pilot study involving patients with pathology-confirmed malignant distal bile duct obstruction (mbo) without gastric outlet obstruction. Overall, 27 consecutive patients eligible for eus-guided choledochoduodenostomy (eus-cds) between december 2022 and august 2023 were enrolled. Placement of a lumen-apposing metal stent (lams) was successful in 24 of 27 patients (89%), and placement of a fully covered self-expandable metal stent (fcsems) through the lams was successful in 20 of 24 patients (83%); in the remaining four patients, a coaxial double-pigtail plastic stent was placed. The article described procedural details and outcomes following eus-cds. One patient who developed cholecystitis within 30 days of the procedure was reported to have fcsems overstenting of the cystic duct with associated tumor ingrowth. This patient also had concomitant renal failure and subsequently died. Please refer to the referenced article for full details, data analysis, and list of participating investigators and institutions.

Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between december 2022 to august 2023. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jeska fritzsche, et al. Optimizing eus-guided choledochoduodenostomy with lumen-apposing metal stents for primary drainage of malignant distal biliary obstruction (scorpion-iip): a prospective pilot study. Gastrointestinal endoscopy volume 101, no. 5: 2025. Https://doi.org/10.1016/j.gie.2024.10.012 block h6: imdrf device code a0106 captures the reportable event of stent obstruction. Imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf impact code f02 captures the reportable event of death.